Event description:
During an ep ablation procedure to treat atypical flutter a intellanav mifi open-irrigated was selected for use. Fluid squirting out from luer and the device displayed an error message "excessive temperature". The catheter was replaced and the issue was resolved. The procedure was completed without any patient complications.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The reported allegation was confirmed.

Event description:
During an ep ablation procedure to treat atypical flutter a intellanav mifi open-irrigated was selected for use. Fluid squirting out from luer and the device displayed an error message "excessive temperature". The catheter was replaced and the issue was resolved. The procedure was completed without any patient complications,